Manufacturer narrative:
The reported issue was addressed with phone support. An isi technical support engineer (tse) was contacted by the customer, and the site confirmed that the reported issue was resolved after replacing the sterile adapter. No site visit was conducted. The system was working properly, and no additional action was required. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a gastric bypass (roux-en-y) procedure was performed on system (B)(4) on (B)(6) 2022. Logs indicate 2 sureform stapler 60 instruments were used during the procedure. Both are single use instruments: pn: 480460-09, batch-sequence: l11220727-0373, pn: 480460-09, batch-sequence: l11220630-0669. This complaint is being reported based on the following conclusion: the customer experienced a grater than 30 minute delay after the start of the procedure due to engagement issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer had issues with one of the staplers on the arm. The customer elaborated that the stapler wasn't engaging. Prior to call customer tried reseating the stapler and drape with no change. Prior to call customer tried another stapler with no change. Customer moved the stapler to another arm and it engaged with no issues. Customer replaced the drape and the issue was resolved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.